Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified posterior descending artery of the right coronary artery. After a non-bsc guide extension catheter crossed the lesion, a 2.25mmx38mm synergy drug-eluting stent was advanced but had difficulty crossing the lesion. During the attempt, the edge of the stent came into contact with the distal tip of the non-bsc guide extension catheter and got lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.